Manufacturer narrative:
(B)(4). Concomitant medical products: item #157442 m2a-magnum mod hd sz 42mm lot #872630, item #us157848 m2a-magnum pf cup 48odx42id lot #739680, item #103201 taperloc por fmrl 6.0x132 lot #268620, item #103202 taperloc por fmrl 7.5x135 lot # 932360. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02051, 0001825034-2019-02054, 0001825034-2019-02057.

Event description:
It was reported that a patient underwent right total hip arthroplasty. Subsequently, ever since the surgery has been experiencing pain. Additional information was requested, however none was available.

Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.